Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient developed a pericardial effusion which is required a pericardiocentesis. The patient remained stable and was transferred to the ccu for observation. Multiple attempts were done to request for further details of event. However no additional information has been provided.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the patient developed a pericardial effusion which is required a pericardiocentesis. The patient remained stable and was transferred to the ccu for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant product: carto 3 system: serial # (B)(4); stockert generator: serial # (B)(4); cool flow pump: serial # (B)(4); smart touch catheter: cat# d132705 lot# 17089173m; lassonav catheter: cat# d134301 lot# 17130634l. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).